Event description:
Programming data was reviewed and confirmed that settings were lowered and that diagnostics were within normal limits. No additional relevant information was received to date.

Event description:
It was reported that after a patient's device settings were programmed on after a prophylactic replacement surgery, the patient experienced bradycardia and asystole with stimulation. The event occurred twice during normal mode therapy stimulation. Settings were lowered to output current of 0.5ma and these events resolved. Diagnostics indicated that the device was functioning within normal limits. No additional relevant information was received to date.